Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the target lesion was located in a coronary artery. The 2.25 x 24 synergy¿ drug-eluting stent was advanced; however, when the device was attempted to be inserted through the sheath, a few struts were broken. The device was removed and the procedure was completed with another synergy stent. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the 5th most proximal row lifted distally from the stent profile. The remaining part of the stent showed no signs of damage. The crimped stent outer diameter (od) was measured and within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to nominal pressure (11atm) and subsequently to rated burst pressure (rbp) with no restrictions or leaks noted. No issues were observed with the balloon wall. No issues were observed with balloon and stent inflation or deflation at both the proximal and distal end of the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination found several outer extrusion and inner lumen kinks along the length of the shaft. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The midshaft section and bi-component bond showed no signs of damage or strain. The device was successfully tracked over a 0.014¿ guidewire with no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jan-2017. A complaint was raised for a 2.25 x 24 synergy¿ drug-eluting stent. It was initially reported that the event was unknown. However, returned device analysis revealed stent damage.